Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was oversensing in a patient with second degree heart block, which resulted in inappropriate shocks. The ICD was removed and replaced and the chronic endotak lead was capped and replaced due to insulation damage near the is1 terminal pin. The lead was capped and replaced with two separate atrial and ventricular leads not manufactured by cpi. The replacement ICD continued to oversense despite reprogramming the sensitivity to 'least.' The oversensing is now reported to result in pacemaker inhibition. Despite several attempts the physician is unable to reproduce it.